Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. Tactile inspection revealed a kink in the hypotube 23.5cm from the strain relief. The balloon was loosely folded with contrast present in the balloon. An inflation device filled with water was used to inflate the device to nominal pressure. Water streamed out from the balloon. Microscopic inspection revealed pinholes in the balloon material 11mm and 12mm from the tip of the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the proximal bond of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary vessel. An 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation after stenting. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary vessel. An 8mm x 3.00mm nc quantum apex balloon catheter was advanced for post-dilatation after stenting. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.